Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:. Multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. Unable to perform all testing steps due to alar the ¿cs69¿ failure is defined as language file corruption while retrieving language text. The error is resident to flash chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.